Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that there was poor aspiration during ultrasound and a system message displayed during the re-test. The procedure was completed and there was no patient harm reported.

Manufacturer narrative:
The surgeon reported there was poor aspiration during ultrasound and a system message displayed during the re-test. The procedure was completed. There was no patient harm reported. The company service representative examined the system and was able to replicate the reported event. The male pneumatic connector was replaced. The system was then tested and met all product specifications. The system was manufactured on may 14, 2009. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a nonconforming male pneumatic connector. The manufacturer internal reference number is: (B)(4).